Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (could not complete testing) was confirmed. Upon evaluation, the monitor displayed a service code 203. The cause of this service code was that the c19 capacitor was broken off the defib pca. The root cause of the shorted c19 capacitor cannot be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.